Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific value was not provided. The customer delivered a correction bolus via the pump to address the bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.